Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. Device evaluation: the pump was returned with the driveline cut approximately 0.5¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. The knitted graft was cut near the distal end of the inlet elbow. The severed portion and inlet tube were not returned. During the evaluation of (B)(4) a thrombus formation surrounding the inlet ball bearing and a kink in the outflow graft were identified. The sealed outflow graft conduit was returned. Approximately 5 inches of the sealed outflow graft conduit lumen was intact. The graft beneath the bend relief revealed a crease near the proximal end. The normal tissue ingrowth between the graft and the bend relief had formed to the shape of the crease, suggesting that the graft had been creased for a prolonged period of time. A specific cause for the crease cannot be conclusively determined. A thin red thrombus formation was found in the rotor inlet section adhered to the inlet bearing ball. The thrombus ring appeared to be in the early stages of laminated layering, which was an indication that it developed over an undetermined time while the pump was operating examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a routine heart transplant. The heartmate ii pump was explanted and returned to the manufacturer. There was no indication of any adverse patient effect. Evaluation of the returned pump found a thrombus formation and kinked outflow graft.